Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed in december. The procedure was performed under local anesthesia. A computed tomography scan and magnetic resonance imaging (MRI) were performed for simulation two weeks after the spaceoar placement procedure. The cy was noted to, "look ok", and the MRI was showed the spaceoar was in a good position. The patient went to get cyberknife (ck) 1.5 after the simulation. Two weeks after having the cyberknife, the patient began to experience irritative rectal symptoms and more frequent bowel movements. The patient was sent to a gastroenterologist (gi). The gastroenterologist performed a colonoscopy 4 to 6 weeks later, and noticed a deep ulcer, perforation, or fistula. The patient received a colostomy. There appeared to be a lot of inflammation, which looked to be radiation irritation. A rectal wall infiltration possibly occurred however, this was not confirmed. Reportedly, the fistula was treated with surgical intervention.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The exact date of the event is unknown. The provided event date, 01apr2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 29apr2022. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.